Event description:
It was reported that the tip detachment occurred. The 100% stenosed target lesion was located in a saphenous vein graft (svg) in the non-tortuous and mildly calcified vessel. A 190cm straight-tip hornet 10 was selected for use. However, during angiography, it was noted that the tip was damaged and the radiopaque sleeve was separated from the tip. The wire was completely removed through the non-bsc microcatheter and the procedure was completed with a non-bsc guidewire. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. As a result of observing the appearance of the returned product, the coil winding was loosened and the pitch was opened from 10mm to 18mm from the tip. Along with this, a part of the coil protruded to the side, but there was no separation. In addition, a waviness over a length of 35mm and 1610mm from the distal tip was also observed.

Event description:
It was reported that the tip detachment occurred. The 100% stenosed target lesion was located in a saphenous vein graft (svg) in the non-tortuous and mildly calcified vessel. A 190cm straight-tip hornet 10 was selected for use. However, during angiography, it was noted that the tip was damaged and the radiopaque sleeve was separated from the tip. The wire was completely removed through the non-bsc microcatheter and the procedure was completed with a non-bsc guidewire. No patient complications nor injuries were reported.